Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a partial vulvectomy procedure in 1999 and the suture was used. Soon after surgery, the patient began having infections and severe, continuous burning. It was reported that the patient has undergone numerous additional procedures. No further information is available.